Event description:
It was reported that "used the quickturn driver to insert screw. The distal tip of screwdriver broke off while inserting."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.